Event description:
It was reported that patient had a knee aspiration due to persistent pain and knee is turning black.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.